Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufacture date: june 2014. (B)(4). The reported event was unknown; however, a check lines and bags alarm was identified during a review of the event history log. A device history record review revealed no issues that could have caused or contributed to the reported issue. A sample evaluation was performed and rite functional testing, rite electrical testing, visual inspection, and a device history record review verified the check lines and bags alarm. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred during use on the homechoice. There was no patient injury or medical intervention associated with this event. No additional information is available.